Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation and analysis.

Event description:
It was reported the patient was administered medication due to a left knee infection.